Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on an unk date during which the surgeon noted he removed a bleeding abscess from the abdominal wall as well as the mesh and applied a wound vac. It was reported that the patient experienced debridement, adhesions, infection, abscess and pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/15/2022. Additional b5 narrative: it was reported that the patient had a mesh removal on (B)(6) 2020. It was reported that following the procedure the patient experienced inflammation.

Manufacturer narrative:
Date sent to the FDA: 10/10/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.